Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that reagent probe b was leaking on the lxi 725 instrument. Customer checked the probe fittings and syringe plunger, while wearing personal protective equipment, and both were tight. Customer also performed a probe alignment and the leaking continued. No exposure or injuries related to the leak were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and noted that the wash collar was spitting fluid out of the bottom. Fse replaced the wash collar, drain tube and probe. Fse ran a calibration and quality control check of the instrument and no problems were noted. The repairs were verified per established procedures.